Event description:
On (B)(6) 2012, a load step malfunction was reported. It was said that the pump did not recognize the cartridge that was loaded into the pump. There were no reported patient impacts associated with this complaint. This malfunction is being reported because at the time of the allegation, the load step issue remained unresolved.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box shows several "no cartridge detected" and zero force loss of prime warnings starting after 3 months of use. During evaluation of the load step, the pump failed to recognize the cartridge giving a "no cartridge detected" alarm. A force sensor calibration test confirmed that the sensor detected correct force at 5 pounds. The pump was opened and a misaligned u4 component was confirmed on the pcb. The u4 is an analog multiplexer used in the force sensor circuit. No other damage was observed on the force sensor circuit.